Manufacturer narrative:
H4: the lot was manufactured from march 11, 2020 - march 12, 2020. H10: three (3) actual samples were received for evaluation. Unaided visual inspection was performed with the fill port caps removed on all samples. A loose dark particulate matter was observed on the outer thread area of the fill port cap of one (1) sample only. Visual inspection with magnification was performed on all samples which verified a loose dark hair/thread on the surface of the outer thread area of the fill port cap of one sample and no particulate matter was observed on the other two (2) samples. The reported condition was verified on one (1) sample and not verified on the other (2) samples. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign material was observed in the fill port cap of three (3) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified prior to patient use. There was no patient involvement. No additional information is available.